Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6), united states.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), united states. It was reported that the patient faced an adhesive event with an infusion set which came off during use. Patient did not know the cause of the product not adhering. No further information available.